Manufacturer narrative:
The issue reported was that t202 , the transformer was loose and fell down into the gantry while device was in use with patient on couch. The philips field service engineer (fse) performed an onsite investigation for this issue, it was found that the isolation transformer (t202) on the rotor detached from its mounting location during gantry rotation, and the incisive CT system got slightly damaged. No part expelled outside of the gantry cover. The defective parts were replaced by the fse and the defective transformer was returned for analysis, the system was returned to clinical use after the defective parts replacement. Based on the engineering analysis , the materials of the gantry structure can sustain the collision force from the detached transformer and the failed part, or any other internal gantry component is not expected to be expelled out of the gantry (either toward the outer direction or toward the scanner bore). Therefore, patients/operators/bystanders are not expected to be exposed to the risk of an expelled part. Similarly, service engineers are not expected to be exposed to the risk of an expelled part during repair/maintenance activities with gantry cover closed. Based on the investigation performed, this event is considered a non-reportable event. The system did not cause or contribute to a death or serious injury and would not cause a death or serious injury if this event were to recur.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; it was reported that t202 , the transformer was loose and fell down into the gantry while device was in use with patient on couch. The gantry mylar ring, gantry cover and cables were damaged as the result of this event. There was no report of injury or harm. Based on the available information, this issue has been initially determined to be a reportable event. Philips has started the investigation of this event.